Event description:
It was reported that the patient required an MRI, magnetic resonance imaging, for non-device related reasons, but due to high impedances on the lead it was not possible to perform the MRI. Re-programming was performed around the contacts with high impedances so the patient was able to obtain adequate pain relief. However, due to the need for the MRI the patient underwent a lead replacement procedure in which the lead was explanted and replaced with two new leads that are MRI compatible. It was observed during the explant procedure that there is a kink and or angle above the clik anchor site. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: no information. The returned lead was analyzed and revealed that the lead body was cleanly cut. The proximal portion of the lead was not returned. It was reported that the lead was damaged during the procedure. The clean-cut damage is a result of a typical procedure and it is not considered a failure. No anomalies were identified that could have caused the lead to migrate. The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, lead migration is noted within the IFU as a potential risk associated with the use of the device. Lead migration, can result in undesirable changes in stimulation and subsequent reduction in pain relief. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient required an MRI, magnetic resonance imaging, for non-device related reasons, but due to high impedances on the lead it was not possible to perform the MRI. Re-programming was performed around the contacts with high impedances so the patient was able to obtain adequate pain relief. However, due to the need for the MRI the patient underwent a lead replacement procedure in which the lead was explanted and replaced with two new leads that are MRI compatible. It was observed during the explant procedure that there is a kink and or angle above the clik anchor site. The patient is doing well post operatively.